Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Concomitant medical products: medical product: oxf uni tib tray sz e lm PMA, catalog #: 154726, lot #: 3804822, medical product: oxf anat brg lt md size 3 PMA, catalog #: 159547, lot #: 3777301. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2019-00921-1, 3002806535-2019-00922-1. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. We have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database over the last 3 years has found 1 similar complaint reported with the item 166942,6 similar complaints reported with the item 154726 and 11 similar complaints reported with the item 159547. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. The reported event states ¿pain¿. In the above risk file, pain is considered harm with a severity level of 3 for a number of hazards defined as moderate, which is described in the severity table as: s-3 prescribed medical or surgical intervention to preclude permanent impairment of a body function or body structure. Contributed to minor, temporary, or medically reversible injury. Swelling and instability are also considered as harms for multiple lines in the risk file (skn002.rmr.04 rev 04) with a severity score not exceeding 3. The outcome of this complaint is therefore considered to be within the severity of the rmr. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial left knee replacement procedure. On (B)(6), 2019, it was reported that the patient contained to be experiencing pain, swelling and instability in left knee.

Manufacturer narrative:
(B)(4). UDI# (B)(4). Report source: (B)(6). Concomitant medical products: medical product: oxf uni tib tray sz e lm PMA catalog #: 154726 lot #: 3804822, medical product: oxf anat brg lt md size 3 PMA catalog #: 159547 lot #: 3777301. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2019-00921, 3002806535-2019-00922. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that the patient contained to be experiencing pain, swelling and instability in left knee.